Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator etco2 would not go past the warm up message while performing calibration. There was no patient involvement.